Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Initial reporter. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. The surgeon completed the procedure without the use of trials as they were not available at that time. Subsequently, the patient has luxated; however, no revision procedure has been reported to date.

Event description:
It was reported a patient underwent a left hip and knee orthopedic salvage procedure on (B)(6) 2015 due to infection. The surgeon completed the procedure without the use of trials as they were not available at that time. Subsequently, the patient has luxated; however, no revision procedure has been reported to date.